Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a-frame on offset cup inserter broke when impacting the shell. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the reported device identified nicks and scratches on the alignment frame. The o-ring and the screw were not returned. The device has had an approximate potential field age of 4 years. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.